Event description:
The report states: involving a 50 years old female patient that had pulmonary embolism in the past. Incident happened in (B)(6)2020 . The urgency ambulance was called in the night for a patient that had major difficulties of breathing. The patient is conscious but has difficulty talking to the emergency staff. She has pain in her legs. The first team started oxygen therapy. After 50 minutes, help was called from the first team to bring the patient to the hospital. In the ambulance, (B)(4) intraosseous access were inserted in the presence of the doctor. The nurse that inserted them had never inserted an intraosseous access before (she was shown previously by a doctor during a previous intervention). A first one was inserted in the right side and the flush caused immediately an edema. The team concluded that it was placed subcutaneously and did not use this first intraosseous access, the intraosseous access was covered with an opsite. A second intraosseous access is inserted, the flush test was ok, this device is used for the rapid sequence induction (rsi) and maintenance of sedation with two push-syringe pumps. A first bag of 250 ml of physiological serum was placed with a counter-pressure bag. During the intervention (B)(4) new bags of 500 ml of physiological serum were used. There is no information abou t the counter pressure bag unless that it is a rigid bag and not a soft bag. Then patient arrived at CT scan. Gas embolism. Presence of air with heterogeneous content in the trunk of the pulmonary artery and the 2 truncal branches. The air bubble is extending at the level of the inferior vena cava (ivc) until the common femoral iliac vein and left deep to at the level of the upper 1/3 of the femur. No pneumoperitoneum or free effusion. No argument for suffering from digestive structures. First cardiac respiratory arrest happened at CT scan. Patient died within half an hour.

Manufacturer narrative:
Qn#(B)(4). Dhr20035958 memo for a device history record review of all the potential lot numbers reported. The customer returned (B)(4) photos, one of a push-syringe pump(B)(4) one of the second push-syringe pump and bag (B)(4), and three different ez-io needle sets(B)(4). See attached photos. The complaint could not be confirmed through the customer photos; the photos were representative samples of what the customer used during the procedure. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. Due to the severity of the patient outcome, this incident was reviewed with our medical team and it was decided that the needle set likely was not at fault for this incident. The customer explicitly stated the user of the device was inexperienced. It is possible that air entered in through the device if the hub was left uncovered, explaining the air embolism found. Again, the probable cause of that is inexperienced use. In addition, small amounts of air in the venous system would likely not cause death; air is catastrophic when in the arterial system. See attached cme memorandum. All the certificate of compliances (cocs) for the potential lot numbers were reviewed. The attached cocs certify that the aforementioned lots meet the lake region medical (viant) quality system requirements and specifications. These products have been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the cocs found that all the potential needle sets involved passed all the release criteria. A review of the cocs most prior to the event date (lot: 6812581 and 6899509), found the devices were released in 01/2020 and are app roximately 0.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: involving a (B)(6) years old female patient that had pulmonary embolism in the past. Incident happened in (B)(6) 2020. The urgency ambulance was called in the night for a patient that had major difficulties of breathing. The patient is conscious but has difficulty talking to the emergency staff. She has pain in her legs. The first team started oxygen therapy. After 50 minutes, help was called from the first team to bring the patient to the hospital. In the ambulance, 2 intraosseous access were inserted in the presence of the doctor. The nurse that inserted them had never inserted an intraosseous access before (she was shown previously by a doctor during a previous intervention). A first one was inserted in the right side and the flush caused immediately an edema. The team concluded that it was placed subcutaneously and did not use this first intraosseous access, the intraosseous access was covered with an opsite. A second intraosseous access is inserted, the flush test was ok, this device is used for the rapid sequence induction (rsi) and maintenance of sedation with two push-syringe pumps. A first bag of 250 ml of physiological serum was placed with a counter-pressure bag. During the intervention 2 new bags of 500 ml of physiological serum were used. There is no information about the counter pressure bag unless that it is a rigid bag and not a soft bag. Then patient arrived at CT scan. Gas embolism. Presence of air with heterogeneous content in the trunk of the pulmonary artery and the 2 truncal branches. The air bubble is extending at the level of the inferior vena cava (ivc) until the common femoral iliac vein and left deep to at the level of the upper 1/3 of the femur. No pneumoperitoneum or free effusion. No argument for suffering from digestive structures. First cardiac respiratory arrest happened at CT scan. Patient died within half an hour.